Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device patient medication did not cross, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes, initial reporter prefix. Correction: section e initial reporter facility name, manufacturing location. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was related to incorrect patient merge during admission, discharge, transfer (adt) reconciliation, where an incorrect medical record number (mrn) was used. A technical support specialist guided the customer on reconciling temporary patients when the adt patient crossed over, coordinated with the epic team to perform a merge, and confirmed that the patient would auto-discharge normally if not manually corrected. The customer confirmed and approved case closure. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device patient medication did not cross, preventing user from removing the required medications and causing delays.there were no adverse events or injuries reported based on this event.